Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and there were no defects found to the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that there was moisture damage on internal pump components and the audio bolus button cover was punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.